Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced serious bodily injuries, extreme pain, erosion of her internal tissue, dyspareunia and additional surgery. All other information is unknown and unavailable.